Manufacturer narrative:
No device is expected to be returned for evaluation. Because the unit was not returned, the root cause could not be determined. Since the lot number was not provided, the device history record and complaint database could not be reviewed. If the device is returned in the future this investigation will be reopened and a follow up submitted.

Event description:
The user reported that while confirming proper stent placement through cine image, the patient began to code. The patient was immediately intubated and advanced cardiac life support was administered. Upon reviewing the film it was determined that a very large air embolus was the cause of the code. The reported stated that the air embolism is suspected to be due to running out of contrast and needing to be re-spiked.